Manufacturer narrative:
Section a, section b: additional information updated. B5: "there was no patient involvement. The issue was discovered during routine testing." D3, d4: correction d9: product received date 27-nov-2024. H3: one device was returned for repair with complaint of downstream occlusion. Service history review identified this device has not been in for service in the previous 12 months. Visual/functional testing was performed. Reported problem confirmed with event log history. The reported problem was not duplicated. The probable cause of the reported problem was unknown. Preventive measure replaced downstream occlusion (dso) sensor. After repair, all functional tests passed.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a downstream occlusion. No additional information provided.